Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #1627487-2016-03316, #1627487-2016-03317, #1627487-2016-03318. It was reported the patient's devices were explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Device 4 of 4. Reference MFR report #1627487-2016-03316, #1627487-2016-03317, #1627487-2016-03318. Note: the patient is implanted with 3 leads; one lead is not connected to the ipg. It is unknown which leads have the issues, therefore all leads are reported. It was reported the patient's system not working properly. Diagnostics revealed multiple contacts with high impedances on lead 1 and two contacts with low impedances on lead 2. Surgical intervention is planned to address the issue.